Manufacturer narrative:
Follow-up #1: date of submission 09/19/2019. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: the data from the date of the alleged issue had been overwritten due to continued use of the pump. The pump was able to perform the prime steps with no issues. The pump was exercised for 24 hours with no issues.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an issue with the pump losing prime. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.